Event description:
It was reported that the pace sense lead was partially explanted and capped due to high thresholds and the coil impedance was intact and remains in use. A pace sense lead was added. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action.  Based on the information received and without the return of the product, it could not determine this device performed as described in the field action. Concomitant medical products: 419678 implantable pacing lead, (B)(6) 2010. (B)(4).